Event description:
On (B)(6) 2013, company representative sent email regarding patient concern. Email from patient reported that on saturday, the insertion device went off and shot the cannula across the room. On follow up call patient reported that on (B)(6) 2013 her husband was assisting her with inserting her infusion headset into her body. Patient stated upon attempting to insert the cannula, it shot across the room. Patient reported, she has noticed recently that sometimes the lock button is not locking/unlocking the housing unit of the infusion set. Patient stated that sometimes the release button is not releasing the housing unit. Patient reported she is not sure how the device failed. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged insertion device for evaluation.

Manufacturer narrative:
Conclusion the linkassist (serial no.(B)(4)) meets the specifications. Result the problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
Conclusion the linkassist (serial no.(B)(4)) meets the specifications. Result the problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.